Event description:
Contact reports that the surgeon performed a two level charite procedure, post op film looked great. Six months later, it appears the superior endplate at the l5-s1 level has fractured the l5 posterior tip and is now subsiding. As the event may result in the need for surgical intervention an MDR is being filed.